Event description:
A medtronic representative reported synergy spine software became unresponsive after an o-arm spin was transferred to the stealthstation s7. This occurred during a t2-pelvis procedure. The o-arm spin took several minutes to transfer to the stealth. The application became unresponsive when they attempted to navigate any instrumentation. The application was re-started and then they were able to navigate without any issues. The procedure was completed with the use of the stealthstation s7 system. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative replaced the computer in the stealthstation s7 system. After replacing the computer, the system tested fully functional.

Manufacturer narrative:
Patient weight not available from the site.replacement computer requested. Software has not been evaluated as of the date of this report.